Manufacturer narrative:
The complaint information indicates that the device was used as intended and no device malfunction was reported. Thrombus formation was observed on the device and in the contralateral a1 segment during the procedure. Integrilin was administered to address the thrombus, which subsequently resolved. The physician identified the coil mass, the comaneci 17, or a combination of both as possible contributing factors. Thrombus formation is a known potential complication described in the device IFU.

Event description:
Rapid medical received a complaint reporting intra-procedural thrombus formation during coil-assisted embolization of a ruptured anterior communicating artery (acom) aneurysm in which a comaneci 17 device was used. During the procedure, thrombus was observed on the device and within the contralateral a1 segment. Integrilin was administered intra-procedurally and the comaneci 17 was retrieved. The thrombus resolved following treatment. The physician reported no long-term effects or patient injury, with the patient remaining stable post-procedure.